Event description:
A customer reported that during a procedure, there was no aspiration and the touch screen was not working on a cataract system. The procedure was completed with the same system. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and could not replicate the problem reported. The company rep calibrated the touch screen as a preventive measure. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).